Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.